Manufacturer narrative:
Despite the bent needle, probe passes all mid production testing and is fully functional.

Event description:
The physician was using a optiron system. A new pack of mid labs vitreous cutter w/2400ce tubing was opened and found that it would not cut. The patient had no contact w/the failed product. There was no patient injury. Product to be returned to mid labs for investigation. Aspiration test: result-pass, normal flow observed on tester. 60/600 cpm cut test: result-pass, clean cuts, cut leak test, close port leak test: result-pass no leakage. Retraction test: result-pass.